Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown baclofen via an implantable pump for intractable spasticity. It was reported that the patient had a new pump implanted on (B)(6) 2026 because the previous pump was too big and caused patient's pain. Caller said the healthcare provider (hcp) had a hard time finding the pump port because it was on the underside or something and they had to reposition the pump. Patient had a follow up appointment with their hcp on (B)(6) 2026. The patient was redirected to their hcp to further address the issue. Patient had baclofen in the pump, caller didn't know the dosage.